Manufacturer narrative:
Reported event: an event regarding triathlon implant not fitting femur involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with rio (B)(4) found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding triathlon implants not fitting correctly on the femur. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. Not returned to manufacturer.

Event description:
The surgeon was performing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The triathlon implants did not fit correctly on the femur after using mako tka system. Femoral component was unable to fit to femur after cuts were made. All cuts were validated through all the steps. The knee joint was unstable when trailing. The replacement device stryker triathlon ts femoral component with 5mm distal augments and 5mm posteriormedial augments. A 12x50 cemented stem was also used.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The triathlon implants did not fit correctly on the femur after using mako tka system. Femoral component was unable to fit to femur after cuts were made. All cuts were validated through all the steps. The knee joint was unstable when trailing. The replacement device stryker triathlon ts femoral component with 5mm distal augments and 5mm posterior medial augments. A 12x50 cemented stem was also used.